Event description:
One year after beginning CPAP therapy using the philips respironics dreamstation CPAP device, I was diagnosed with non-small cell lung cancer. I am currently a patient at (B)(6). Medical records available upon request. FDA safety report ID # (B)(4).